Manufacturer narrative:
Device evaluation indicated that the ipg passed all tests performed. The source of the complaint could not be determined. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the pocket site was placed near the midline incision and the patient had been experiencing discomfort at the site. The patient underwent a revision procedure wherein the ipg was relocated and replaced per physician's preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the pocket site was placed near the midline incision and the patient had been experiencing discomfort at the site. The patient underwent a revision procedure wherein the ipg was relocated and replaced per physician's preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively.